Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
The sales rep reported during a knee procedure, the tip of his lupine anchor inserter snapped off when the surgeon was trying to remove the inserter. The surgeon tried to remove the tip, but this only pushed it further through the anchor and buried within the bone. Since the tunnel had already been created the surgeon used the same hole to insert another like device on top and a second anchor to complete the procedure successfully. The surgeon was satisfied with the fixation. "Additional info sales rep stated the procedure was a mpfl".

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms that the distal rip of inserter is broken. The remaining portion of the inserter tip is bent indicating excess force/ side load was applied when inserting the anchor the lead to the tip breaking off inside the anchor. This failure can be attributed to user technique. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the (B)(4) complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. At this point in time, based on the overall complaint rate, no further action is warranted. However, depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported during a knee procedure, the tip of his lupine anchor inserter snapped off when the surgeon was trying to remove the inserter. The surgeon tried to remove the tip, but this only pushed it further through the anchor and buried within the bone. Since the tunnel had already been created the surgeon used the same hole to insert another like device on top and a second anchor to complete the procedure successfully. The surgeon was satisfied with the fixation. Additional info sales rep stated the procedure was a mpfl.